Event description:
The physician deployed two complete self expanding (se) peripheral stents overlapping in the popliteal artery. The lesion was calcified with some tortuosity. During removal of the 2nd delivery system the tip got caught on first stent elongating it. Both stents remain implanted. There were no abnormalities noted during prep/inspection prior to use. The patient is ok and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined limited information available). Unapproved use of device (device not indicated for use in the popliteal artery).